Event description:
It was reported that the customer is unable to exit the preparing to prime loop and that insulin is squirting out during the manual prime process. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. The pump insulin was monitored and had no blank display noted. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.